Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a friend/family member regarding a patient with an implantable neuro stimulator (ins) for the treatment of spinal pain. It was reported that the patient thought that the patient programmer (pp) was increasing the stimulation on its own. It was noted that the patient is easily confused and may have increased the stimulation too fast. The patient¿s husband confirmed that adaptive stimulation was on and the stimulation change was related to changes in position. It was also reported that the patient tried to turn off the stimulation using the pp, and it would not respond. It was reported that the gray button did not work to turn off the ins. It was noted that the caller continuously got confused between the ins on/off button and the pp on/off button. The caller got a poor communication message on the pp, which was resolved by placing the pp over the ins. It was reported that with the adaptive stimulation on, the patient feels a ¿surge¿ while in the same position. The caller turned the stimulation off, and the patient still felt a vibration. The patient wanted the stimulation turned on, but the adaptive stimulation turned off. The patient was walked through how to turn the adaptive stimulation off. No further complications are anticipated.

Event description:
Additional information was received from the rep. It was reported that ins was completely depleted (which is what they wanted to happen), but the patient continued to have the unrelated symptoms. It was therefore determined that it was not the patient's scs that was causing it. Rep met with the patient on the day of the call and they were able to charge the device again with 8 bars. The patient will continue to charge it to avoid od, but the patient will not turn the therapy on until after she meets with the neurologist in 10 days. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the patient was considering removing system.

Manufacturer narrative:
Concomitant medical products: product ID 97740 lot# serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the adaptive stimulation mode was in fact causing the amplitude to ramp up. This feature was causing her confusion, so after discussion with the patient and her husband on (B)(6) 2019, the ad mode was disabled for the groups in which they were activated. Additional information was received on june 5th, it was reported that the rep met with the patient yesterday and patient was still feeling stimulation turning on/off even though stimulation was turned off. The rep confirmed with the 8840 that the ins was turned and that the patient's programmer (pp) was reading correctly. Per discussion with patient's husband and hcp they have decided to let battery run down to 0. Rep also reviewed that as had been shut off on groups that had as active which was a and c on (B)(6) 2019 and there were no open impedances seen when the impedance were taken per rep. Plan moving forward is to let ins battery deplete and see what happens with the patient. The rep reported that all groups were 0 volts and off but patient still felt buzzing in entire torso, both legs and both arms. Patient stated it felt as if they were "exposed to freezing 0 degree temperature".